Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed. No damages or defects that would affect the delivery of insulin were observed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 485 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include frequent urination, thirst and a severe headache. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 61 hours. Once the patient was home form the hospital. Upon removal of the pod the patient reports the cannula was bent. The patient was able to apply a new pod.